Event description:
Reporter stated that a pt's blood glucose was tested, using advantage/sensor system 1 with a result of 26.0 mmol/l. Within 2 hrs, the pt's blood glucose was reportedly retested on advantage/sensor system 2 with a result of 26.5 mmol/l. Reporter alleged that pt's actual blood glucose was subsequently revealed to be 0.5 mmol/l (instrument on which value was obtained was not provided). Reporter alleged that the elevated values obtained on the advantage/sensor systems "resulted in delayed treatment of profound hypoglycemia." Reporter stated that pt is currently in a coma. No information about treatment received was provided. Quality control testing had reportedly been performed on the advantage/sensor systems and values were within acceptable ranges. Technical support requested the return of the suspect products and replacement products were shipped.

Manufacturer narrative:
This medwatch report is for the suspect device used in advantage/sensor system 2.